Event description:
In 2002 the end-user called medtronic minimed, USA and stated that tubing "being broken away from the connector to reservoir", states this is the fourth set. On 12/12/2002 maersk medical a/s received the complaint and 1 used tubing.